Manufacturer narrative:
G4: 28oct2020 b4: (B)(6) 2020 the customer reported a ventilator would not turn on. The device was not in use at the time of the event as the device would not turn on. Another v60 was brought in for use. There was no report of patient or user harm and no delay to patient care. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). Initially the vent would not turn on. After removing ac, then dc power, then reconnecting just ac power the vent would power on into ventilation mode, and then gave a check vent alarm for 35 volt failure. The customer stated the vent now unit would not turn off. The customer disconnected ac power, vent powered off, but power switch led stayed illuminated green. Reconnected the battery and the vent powered up in ventilation with same check vent alarm. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The fse replaced the power management (pm pbca) board to resolve the reported issue. The device passed performance assurance testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
The customer reported a ventilator with a check vent alarm for a 35volt failure. There was patient involvement or user harm reported.